Event description:
User experiencing ongoing issue with discrepant ise results since (B)(6) 2008 for multiple pt samples. User was aware of fourteen pt samples with errant ise results starting (B)(6)2008. Only the following pt example was provided which occurred on (B)(6)2008. Initial sodium gave 70 mmol/l; repeated twice giving 138 and 137 mmol/l. Initial potassium gave 1.98 mmol/l; repeated twice giving 3.8 mmol/l each time. Initial results were reported and amended reports generated. User stated no pts were treated based on erroneous results, as reports were amended quickly. The field service rep determined the cause to be a problem with the ise mix tower adjustments and valves. He replaced valves; performed adjustment to air mix/air dry and cleaned mix tower. Performance tests were performed and within specification.